Event description:
It was reported that stent damage occurred. Vascular access was obtained through the radial artery. The 85% stenosed, concentric shaped, 26mm in length, de novo lesion was located in the non-calcified, 4.5mm in diameter, <=45 degree of bend left anterior descending artery (lad). The lesion was pre-dilated with an unspecified 4.5x20mm balloon catheter, resulting in 70% residual stenosis. The physician implanted a 28x4.50 omega¿ stent. When they retrieved the non-bsc guidewire, they discovered it broke into two separate pieces. They also noticed damage to the stent. They removed the guidewire and stent delivery system and completed the procedure with another of the same device. The lesion was post dilated with a 4.5x20mm quantum balloon. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega sds in two pieces. There was blood in the inflation lumen and balloon. The balloon was loosely folded with stent impressions between the markerbands. Microscopic examination and tactile inspection revealed that the inner shaft was buckled 3mm ¿ 6mm distal of the bi-component weld. There was a complete shaft separation at the exit notch. The separated ends had jagged and pulled material. The shaft was stretched from the midshaft to the bond separation. The shaft was necked 1mm ¿ 6mm distal of the exit notch. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination inspection presented no damage or irregularities to the bonds. The stent was not returned for product analysis, as the stent was implanted (per the reported event). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained through the radial artery. The 85% stenosed, concentric shaped, 26mm in length, de novo lesion was located in the non-calcified, 4.5mm in diameter, <=45 degree of bend left anterior descending artery (lad). The lesion was pre-dilated with an unspecified 4.5x20mm balloon catheter, resulting in 70% residual stenosis. The physician implanted a 28x4.50 omega stent. When they retrieved the non-bsc guidewire, they discovered it broke into two separate pieces. They also noticed damage to the stent. They removed the guidewire and stent delivery system and completed the procedure with another of the same device. The lesion was post dilated with a 4.5x20mm quantum balloon. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
(B)(4).